Manufacturer narrative:
The reported event of sensing anomaly and noise could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During initial implant procedure, there was no sensing on the right ventricular (rv) channel when the device and lead were connected. The rv lead was tested on the pacing system analyzer and the sensing was appropriate. The device was reconnected and noise was observed. A new device was selected and implanted to resolve the event. The patient was in stable condition.